Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 455 mg/dl. The customer stated that she experienced nausea and body aches and pains. The customer stated that she is a brittle diabetic, and had been experiencing high and low blood glucose levels all week. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.